Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a visual inspection, a fill test, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The lay user/patient's mother contacted animas on (B)(6) 2012 to report a leaking cartridge. The patient's mother reported that on the morning of (B)(6) 2012 (at approximately 7am) when the patient changed cartridge that he noticed that the pump's cartridge compartment smelled like insulin. The reporter stated the patient did not check his blood glucose (bg) prior to replacing the cartridge, but checked his bg afterwards and obtained a result in the 300 mg/dl range. The patient bolused via the pump for the elevated bg and confirmed his bg before lunch was 138 mg/dl. The patient's mother also reported that the patient obtained a bg of 464 mg/dl at approximately 3pm, bolused with the pump and bg came down. The patient's mother stated that the patient's bg has been in the 200 mg/dl range for past few months. The reporter denied that the patient developed symptoms associated with hyperglycemia with the elevated bgs. At the time of troubleshooting, the reporter confirmed that the cartridge cap and luerlock connections were secure. The patient informed customer support that the subject cartridge was wet upon removing from the pump. The reporter denied any visible damage to the subject cartridge or o-ring. The patient's mother stated the subject cartridge had already been discarded. The patient's bg readings do not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged issue with the cartridge leaking remained unresolved at the time of troubleshooting.